Manufacturer narrative:
No product has been returned for evaluation. Should new info become available, a f/u MDR will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6) years ago.

Event description:
Rec'd info stating patient had a viral infection that caused high bg's and culminated to dka. Patient was treated with IV fluids and insulin.